Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #:(B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf223) indicating peep blower failure. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. The device evaluation and the review of the device data logs confirmed the occurrence of the error message system fault (sf223). Performance testing was able to reproduce the device fault. Based on all available evidence and previous investigation of similar complaint investigations, the investigation determined that the reported event was due to a defective peep motor. The peep motor was replaced to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf223) indicating peep blower failure. There was no patient injury reported as a result of this incident.